Event description:
The patient called lifescan and alleged the one touch ultrasmart meter was displaying the insert strip icon after strip was inserted. No medical attention received. The customer care representative performed troubleshooting and the issue was not resolved. There is indication the product malfunctioned. Meter replaced and return expected.